Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with fractured leads. The patient didn't feel stimulation and had a lot of pain. The patient's "back failed". Factors that may have led or contributed to the issue include the patient suffering from a fall at her height during the previous days. The leads were replaced and the issue resolved. No further patient complication was reported as a result of the event.